Manufacturer narrative:
The device logs were provided to zoll technical service for evaluation. An analysis of the logs revealed multiple high-leakage alarms. Technical service advised that the inspiration block should be replaced to resolve the reported issue. A field service engineer (fse) went to the customer site and replaced the inspiration block, resolving the reported issue.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
It was reported that the ventilator indicated a technical failure 271 alarm. There was no involvement of any patient.